Event description:
The reporter stated that the dr inserted an aq2010v three piece silicone lens. Due to the pt having a weak capsule the lens was removed. No pt injury. Dr was completed with another lens.